Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted placeholder.

Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the right eye (od) at one day post op exam. The surgery center indicated the patient was presented with striae noted on the temporal od, involving the edge of the pupil zone. The flap striae resulted in a flap floated and stretch to eliminate the striae. There was no loss of best correct visual acuity (bcva). The patient¿s chief complaint was intermittent fuzzy vision.